Event description:
Information was received that during use of this smiths medical cadd legacy pump, leaking was noticed. It was reported that the pump was left on overnight and leaked over itself and did not work. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.